Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient sought out medical attention due to significantly elevated blood glucose levels. According to the report, the cgm was displaying glucose values of approximately 100 mg/dl while actual blood glucose levels were reported to be as high as 500 mg/dl. The reported discrepancy allegedly resulted in insufficient insulin delivery. The patient developed dehydration and dizziness/lightheadedness. No additional details regarding the event, including the date, treatment, medical intervention, diagnostic testing, or glucose measurements, were provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available. Analysis indicated the lot number for this complaint record is associated with the third-party unauthorized product release and use of non-conforming product that was scrapped by dexcom. The third party acted as an unauthorized remanufacturer under 21 cfr 820.3 and engaged in prohibited actions under 21 u.s.c. § 331 without dexcom¿s knowledge or approval. This is documented in CAPA-000611 and fas-sd-26-002. No injury or medical intervention was reported. No further investigation is required.